Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 286 mg/dl., while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The hard cannula was observed protruding past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's inability to retract. The formed needle was inspected for damages, and none were observed. The exposed needle can be determined as the cause of the reported pain. Excess material was observed on the slide retract. This damage can be attributed to the incorrect installation of the hard cannula.